Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The week of (B)(6), the patient had symptoms of withdrawal. A (B)(6) study was performed which revealed a catheter fracture. The catheter was replaced. There was reported to be no patient injury and the patient recovered without sequela.